Event description:
The customer was taken to the hosp to treat high bgs but was not admitted. They had a stroke in the past and prior to the event their bgs were low. Tech began troubleshooting but the customer said they would callback later because they did not have their glasses to read the display screen.